Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: wound infection. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast surgery with implantation of an unknown tissue expander. Post-operatively, the patient had a tissue expander removed due to an infection on an undisclosed date. No other information was provided. Several follow-ups were conducted to obtain more information; however, no additional information was received. If information becomes available, mentor will submit a supplemental report accordingly.